Event description:
It was reported that a vena cava filter that was placed in 2004 for a trauma, had 3 upper arms that fractured; two are in the lungs and one is in the heart. The patient had a pericardial sonogram and was found to have a pericardial effusion that was drained. The fracture was then noted on x-ray. The filter and detached limbs remain in the patient at this time.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unk. The filter remains implanted. The results of the investigation are inconclusive and the root cause is unk. The information for use for this device states: potential complications include, but are not limited to: filter fracture. Filter fracture is a known complication of vena cava filters. There have been some reports of embolization of vena cava filter fragments resulting in retrieval of the fragment using endovascular and/or surgical techniques. Most cases, however, have been reported without any adverse clinical sequelae.